Manufacturer narrative:
The device evaluation is anticipated. A supplemental report will be forthcoming when the investigation is completed. A device history record review was unable to be completed as the lot number is unknown. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during use of the embolectomy catheter, the tip became separated. The issue occurred when attempting to pass the embolectomy catheter distally in the ulnar, and the user was met with significant resistance pulling back. The patient required a cut down of the ulnar artery to retrieve the tip of the catheter. There was no patient injury.

Manufacturer narrative:
One model 120602f catheter was returned for evaluation. The customer report of separated tip of the embolectomy catheter was confirmed. As received, the spring tip was stretched. Catheter body, under proximal balloon windings, was broke. Surfaces at the break appeared to match up. Proximal balloon windings was partially unraveled. Distal windings and balloon were intact. No other visible damage was observed from catheter body. The lot number was not provided thus a device history record was not reviewed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing/design defect. As part of the manufacturing process, 100% of the units undergo an inflation test and visual inspection. The instructions for use also contain the following warnings and precautions: balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. To minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.